Event description:
It was reported that the patient underwent spinal surgery for implant of anterior cervical plate and screws for treatment of herniated nucleus pulposus with foraminal stenosis at right c5-c6, c6-c7. At a routine follow up visit approximately 3 years post-op, x-rays indicated that the c7 screws might be broken. The patient is asymptomatic and no treatment is required at this time. The devices remain implanted.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
Post-op visit date: (B)(6) 2009 ae outcome: resolved ae outcome description: patient continues to do well with his neck. Radiographs look excellent. Post-op visit date: (B)(6) 2008 ae outcome: pending ae outcome description: CT scan shows good early bone consolidation, but he may not be completely fused. Post-op visit date: (B)(6) 2007 ae onset date:(B)(6) 2007 ae description: increasing pain with neck extension. Radiographs still reveal some motion atc5-6 and c6-7 treatment description: will continue to observe and give several months to heal. If patient does not heal will obtain bone stimulator. If patient continues to fail may require supplemental fixation. Ae outcome: pending

Event description:
It was reported that 6 months post-op, the patient reported increasing pain with neck extension that began 5 months post-operatively. Radiographs revealed some motion at c5-6 and c6-7.

Manufacturer narrative:
The devices or applicable imaging studies were not returned to the manufacturer for evaluation. We are unable to determine cause of the event.